Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, it was found that patient's implantable cardioverter defibrillator exhibited noise oversensing. It was suspected that the noise was caused by electromagnetic interference from the patient's left ventricular assist device (lvad). No intervention was performed. There were no patient consequences.